Event description:
It was observed that during the device evaluation, the subject device exhibited crack on plastic distal end cover, peeled adhesive around objective lens and light guide lens. There was no patient involvement.

Manufacturer narrative:
Based on the results of the investigation, it is likely that the cracked cover and peeled adhesive was due to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.